Event description:
On (B)(6) 2013, the patient reported that she noticed her infusion set leaking about one week ago. On the date of report her blood glucose level was 300 mg/dl. Her normal range is 90-120 mg/dl. When she attempted to bolus she noticed insulin leaking at her infusion site. She was unable to locate the source of the leak and could not tell if it was the infusion set leaking or poor absorption that she was experiencing. She stated that she had three infusion sets that were leaky from the same box. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion sets were replaced and were requested to be returned for product evaluation.

Manufacturer narrative:
The complaint describing an occluded infusion set cannot be verified due to mishandling of the product by the customer. A visual inspection and tests for flow and leak were performed on the returned used sample. The tubing connector needle was clogged (by insulin). During manufacturing the infusion sets are 100% flow tested.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.